Event description:
This lead was implanted on (B)(6) 2006 and explanted on (B)(6) 2013. The physician was dr. (B)(6) at (B)(6). A red alert for high pacing impedance was detected on (B)(6) 2013. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).